Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had inadequate pain relief with bolus on (B)(6) 2021. The patient also noticed numbness throughout legs and stomach. The hcp increased fentanyl and a catheter access port contrast study was performed with normal flow. It was noticed the catheter tip had migrated from t9 to t11. The catheter was revised, on (B)(6) 2021, and the issue resolved without sequalae on (B)(6) 2021.

Manufacturer narrative:
Continuation of d10: product ID 8731sc, serial# (B)(6), implanted: (B)(6) 2013, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial# (B)(6) implanted: (B)(6) 2013 product type catheter h3: the catheter was returned and no anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 19-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a company representative ( rep) via a consumer (con) with an implantable infusion pump with fentanyl (concentration is 2,000 mcg/ml and dose is 1,276.5 mcg/day) and bupivacaine ( concentration is 20 mg/ml and dose is 12.765 mg/day). It was reported that patient complained of increased pain and numbness to groin with boluses. Factors that might led to this issue is that the patient fell back in (B)(6) 2020 and catheter migration may have occurred. After a catheter dye study was performed, the spinal segment of the catheter migrated from t9 to t11. On (B)(6) 2021 catheter was removed and the spinal segment was replaced and placed it at t7. The issue was resolved at the time of the report. Patient had a medical history of postlaminectomy syndrome and receiving losartan 100 mg, 1 tab by mouth/day, montelukast 10 mg, 1 tab per day, progesterone and vimpat 100 mg 2 tabs per day. Patient status at the time of this report is alive- no injury.